Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit: concomitant med prod data(8015) , b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, correction: medical device catalog #, unique identifier (UDI) #, medical device serial #, medical device model #, device manufacture date. Added pi to the unique device identifier (UDI)# field. Additional information : device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported there was an under infusion. The medication infused for (3) three hours and (33) thirty-three minutes instead for 3 hours. To complete the total volume to be infused (vtbi), and additional 87ml was added to total volume. There was patient involvement but no harm. Although requested no additional information will be provided by the customer.

Event description:
It was reported there was an under infusion. The medication infused for (3) three hours and (33) thirty-three minutes instead for 3 hours. To complete the total volume to be infused (vtbi), and additional 87ml was added to total volume. There was patient involvement but no harm. Although requested no additional information will be provided by the customer.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an under infusion. The medication infused for (3) three hours and (33) thirty-three minutes instead for 3 hours. To complete the total volume to be infused (vtbi), and additional 87ml was added to total volume. There was patient involvement but no harm. Although requested no additional information will be provided by the customer.

Manufacturer narrative:
Correction: unique device identifier (UDI)# additional information: manufacturer narrative. Investigation summary: the report of an under infusion was confirmed through a review of the logs. ¿ the pcu event log identified an unknown drug (for a drugid=312). The user entered a volume to be infused vtbi of 420ml with a rate of 150ml/hr for a two hour and forty-eight minute infusion instead of a vtbi of 450ml for an infusion of three hours. O the logs confirmed the infusion completed in three hours and thirty-three minutes. ¿ it is the clinician and/or user responsibility to confirm the device is programmed correctly against the medication order prior to starting the infusion. ¿ laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended. ¿ the customer provided an event date of 03 june 2024. The event time was not reported. On (B)(6) 2024 at 10:44 am, the user selected guardrails drugs and programmed a primary infusion of ¿unknown drug¿ (drugid=312) with a rate of 150ml/hr and a vtbi of 420ml. The user set the delay unit time to 99 minutes. The user then canceled the delay unit time four minutes later. The user then started the infusion. ¿ at 1:37:02 pm, the primary infusion completed on schedule, and the pump module transitioned to keep vein open (kvo). ¿ between 1:37 pm and 2:12 pm, the user selected the unit and the vtbi was updated to 2ml, 5ml, 20ml (two times), and 30ml and 27ml for the primary infusion. The infusion was started after every update. ¿ at 2:23 pm, the pump module was channeled off. ¿ at 3:24 pm, the pcu was powered off. No further infusions were noted on this day. ¿ the total primary volume infused for the primary infusion was calculated to be 533ml. ¿ inspection and testing of the incident administration set could not be performed as it was not returned for investigation. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the complaint that the device had under infused was attributed to user programming. Log review showed that the pump module was selected, and the user manually programmed a vtbi of 420ml with a rate of 150ml/hr for a two hour and forty eight minute infusion instead of a vtbi of 450ml for a three hour infusion as was reported.